Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Adaptor springs are loose.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search on the provided product family identified a trend of damaged spring component. The root cause is attributed to product design. Eco-(B)(4) was implemented on october 29, 2013 to replace the spring component with 4 bal-plungers on all reclaim tool adaptors. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.